Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by that the handle on the housing broke and resulted gas leakage during the procedure. Another device was used to complete the case. There was also blood loss reported unknown patient consequence.